Event description:
Meter name: surestep enhanced, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: none. A pt reported they were unable to test on their meter. Their meter allegedly would only prompt error 5 and error 6. There was no result on their meter. There were no other tests performed and no comparisons done. Not treated. No further info has been reported.